Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown.

Event description:
Patient reported a left side pain and "diagnosed with an auto immune disorder" which is not device related. Patient additionally reported "left breast is very itchy." And capsular contracture, baker grade unknown. Device remains implanted.